Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. Cup malposition was confirmed through medical review. Method & results: device evaluation and results: visual inspection was carried out on the returned part. A small indent was noted on the surface of the shell with some minor scratches noted on the inner surface of the shell. Nothing else was noted or found on the returned part. Medical records received and evaluation: a review of the provided x-rays and device images by a clinical consultant noted; procedure-related factors: cup malposition in low inclination and very medialized position. Patient-related factors dysplastic acetabulum as secondary factor. Device-related factors: none. Diagnosis: cup malposition in low inclination and medialized position has contributed to an overload condition in the arthroplasty contributing to cup loosening. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a clinical consultant concluded, "cup malposition in low inclination and medialized position has contributed to an overload condition in the arthroplasty contributing to cup loosening." No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
(B)(6) 2014 implanted tritanium shell for left femur by tha procedure. After 2 months, it was found like a clear zone around the tritanium shell. (B)(6) 2015, implanted the trident cup for right femur by tha procedure. It was clearly clear zone. Then it was increased clear zone with time. Finally it was confirmed a clear zone all around the cup. (B)(6) 2017 revision surgery performed for tritanium shell.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2014 implanted tritanium shell for left femur by tha procedure. After 2 months, it was found like a clear zone around the tritaniumshell. On (B)(6) 2017, implanted the trident cup for right femur by tha procedure. It was clearly clear zone. Then it was increased clear zone with time. Finally it was confirmed a clear zone all around the cup. (B)(6) 2017 revision surgery performed for tritanium shell.